Manufacturer narrative:
On 5/18/2020, photo evaluation was completed. Upon visual evaluation of the image provided, the implant was observed to be ruptured. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00411683. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that patient was presented with capsular contracture; baker grade unknown in addition to rupture,a nd the date of surgery was (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side rupture and capsular contracture; baker grade unknown. Concomitant medical products: right side; 350cc mentor memorygel breast implant; catalog number: 3507350bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00411683. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 350cc mentor memorygel breast implant and was presented with left side rupture and capsular contracture; baker grade unknown postoperatively. As a result, the patient underwent bilateral explantation and replacement with new silicone implants on (B)(6) 2019.